Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that aux drawer 4 was disconnected. A field service engineer (fse) powered off the station and disconnected the retractor band from the pyxis module control board. The fse reconnected the drawer and powered the station on without issue. The fse then powered off the station, replaced the individual drawer controller board, reconnected drawer 4, and the station powered on successfully. The customer logged in, recovered the failed storage space, and verified all functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary was offline. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported due to this event.